Manufacturer narrative:
Device evaluated by MFR.: fg maverick 2 mr 2.50mm x 15mm balloon catheter was returned for analysis. Visual, tactile, microscopic and a leakage test was performed on the device. A visual and tactile examination of the hypotube noted multiple hypotube kinks along its length. A visual and tactile examination of the shaft polymer extrusion showed no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the tip showed no signs of tip damage. Using an encore inflation unit, the balloon was inflated to its rated burst pressure (rbp) of 14 atmospheres (atm) as per instructions for use. The balloon inflated fully and maintained pressure for 15 seconds, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. The balloon was inflated to its rbp on three more occasions with no leaks noted.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, while trying to insert the device into the lesion, the balloon burst due to severe calcification. The procedure was completed with a different device. There were no patient complications, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, while trying to insert the device into the lesion, the balloon burst due to severe calcification. The procedure was completed with a different device. There were no patient complications, and the patient was in good condition post-procedure.